Manufacturer narrative:
The customer¿s report that the pump module was programmed to infuse at 33ml/h was confirmed via log analysis. The customer¿s report that by 2:00pm at least 300ml had infused could not be confirmed. The pcu log analysis showed an infusion of the drug amiodarone, 900mg/500ml, was terminated early after recording infusing 110.053ml from a programmed vtbi at 200ml. The cause for the early termination of the infusion and the actual bag volume could not be ascertained from the log analysis. The rate accuracy testing found the pump module to be infusing within specification with no observed anomalies. Visual inspection observed that the pump module bezel had a crack on its right side under the membrane frame from the door latch yolk to the lower occluder finger. The crack appeared to be cosmetic. The root cause for the customer¿s experience could not be identified.

Event description:
The customer reported the device was programmed to infuse 33ml/hour, but by 2:00 pm at least 300ml had infused.